Event description:
It was reported there were high lead thresholds. The lead was reprogrammed. The patient is reported to have later died in a manner unrelated to the device system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01 implantable pulse generator (ipg) implanted: 2013 (B)(6); 5076-45 implantable pacing lead implanted 2013 (B)(6). (B)(4).